Manufacturer narrative:
Since the device was not returned, we are unable to perform further root cause analysis and the exact cause of the reported event is unknown. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. No corrective action. Monitoring and trending this type of event. Request was made for initial reporter information first and last name. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the medtronic implant coil could not be detached. It was replaced and the new coil detached fine. No patient injury was reported as a result of the event. Prior to the event, the physician had successfully implanted one coil. During attempt to implant the second coil (the reported coil), the reported event occurred. Three attempts were made to detach the coil, but without success. After the coil was replaced, several other coils were implanted without any problems to complete the procedure. The patient was undergoing embolization treatment of a subarachnoid hemorrhage (sah).